Event description:
A surgeon reported an unexpected hyperopic outcome following intraocular lens (iol) implant surgery. He stated he plans to exchange the lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4).